Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the distal left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The lesion was pre-dilated with a 2.0 mm balloon and the 2.25x15 mm xience alpine stent was implanted. Post dilatation was performed with a 2.25 mm non-compliant balloon and a distal edge dissection was noted. A 2.25x12 mm xience alpine stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.